Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery with mild calcification. A 5x40 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced without difficulty toward the target lesion. When attempting to inflate the balloon a leak was noted at the hub which prevented the balloon from inflating. The pta was removed and another armada 35 was used to successfully complete the procedure. Reportedly the device was prepped as per normal hospital procedure. No leak/any other device issue was noted during prep. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.